Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v711815, implanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v711815, implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's stimulation was intermittent, which started 2-3 weeks ago. It was reported that ¿the stim was not acting right,¿ and that it was on in some positions and not on in others. It was noted that troubleshooting was limited due to lack of access to the patient programmer, as the patient could not find it. The patient had an appointment with the physician on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.